Manufacturer narrative:
The device eval has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2008, that an easycore biopsy device was used during an unk procedure performed the day before. According to the complainant, during the procedure, the needle would not engage. Procedure completed with another easycore biopsy device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".